Event description:
It was reported that patient received inappropriate therapy due to noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found a fractured sensing coil.